Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that connection of the display does not fit new processor pca. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
The customer called to ask about the connection of the display to the new processor pca. The customer was provided with information explaining a different cable was needed for this revision of the processor pca in order to fit the ui pca sockets refer to (B)(4). The customer explained the processor pca needed to be replaced because the screen goes black after start up. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.